Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient presented with chronic pain the following year and had an allergy test performed which tested positive for metal. The patient was then revised approximately one year later and was revised to an anti-allergic prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 141314 - biomet finned pri stem 40mm - 000580. 141263 - biomet por pri tib tray 71mm - 021030. Unknown - unknown articular surface - unknown 184764 - series a pat std 31 3 peg - 127140. G2 : foreign country : france customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6 : mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. As it is unknown what metal has caused the positive test result, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.